Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: cooncomitant medical: the date device returned to manufacturer has been updated to reflect the correct information. Investigation summary the device was received and evaluated by the manufacturer. The reported complaint that the spring to attach the scope is broken, was confirmed. The following defects were found with the device upon evaluation : -endoscope not attachable, damaged grasping mechanism, image decentering. -external damage of adjusting rings. The endoscope grasping mechanism along with both adjusting rings including o-ring seals were replaced and the device was repaired, tested and found to be working according to specifications. The root causes of the observed failures were identified to be due to incorrect handling of the device or a probable fall, by the manufacturer upon evaluation. A manufacturing record evaluation was performed for the finished device serial number : (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
As reported by the sales rep via phone, the spring to attach the scope is broken. The knee surgery was completed using the coupler with no delay and no patient consequence.